Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-left anterior descending (lad) artery. A 6mm x 3.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon ruptured at 8atm for 10 seconds on the second inflation. The device was removed normally, and the procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.